Event description:
Customer reports passing out; paramedics were called, and customer's blood glucose result on their meter was 43 mg/dl. Treated with glucose gel and re-tested 45 minutes later with result of 116 mg/dl. Customer then reportedly received result of 33 mg/dl on the active system and 161 mg/dl on the professional's meter within 10 minutes. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.